Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. After replacing the battery and down- loading the product code, normal function ensued.

Event description:
It was reported that the pulse generator exhibited no output and could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.